Event description:
Per the audiologist's report, this patient received a blow to implant site (date unknown). After this incident, he could no longer hear. The audiologist was unable to connect to the implant, when the patient came into the center (date unknown). It was not reported to cochlear whether the patient will undergo an explant/reimplant surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.